Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communication. A field service engineer (fse) performed multiple troubleshooting steps, including reinstalling remote support service (rss) and reseating the network interface card (nic). The network adapter was found in dynamic mode, preventing internet protocol (ip) address retrieval. The bd support could not remote into the device, and local it assistance was required. The technical support specialist (tss) was connected with the customer and confirmed the station was online, remotely accessible, and functioning properly. Device was reimaged and communicating with the server. Rss was now able to remote into the device. The system functioned as intended after the technical support specialist investigated the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was stuck on carefusion boot screen and unable to login. The customer stated that the malfunction occurred while user tried to issue medication to a patient, that caused a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was stuck on carefusion boot screen and unable to login. The customer stated that the malfunction occurred while user tried to issue medication to a patient, that caused a delay. There were no adverse events or injuries reported based on this event.